Manufacturer narrative:
Additional information was added to h4, h6, and h10: h4: the lot was manufactured between october 4, 2023 ¿ october 5, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. This occurred prior to patient use. There was no patient involvement. No additional information is available.